Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor experienced a paddle issue. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that there was a paddle issue. There was reportedly no patient involvement. Philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the paddle which was replaced, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.